Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an insertable cardiac monitor (icm) was explanted after the patient reopened their incision and did not follow prescribed antibiotic instructions. The physician considered the situation a potential infection risk due to the actions of the patient. The event was identified as a patient noncompliance issue, with no concerns raised about the performance of the device. The removal was performed as a precaution after the physician learned that the patient had disrupted the incision site. No adverse patient effects were reported.